Event description:
Report received of an under-delivery due to a partially occluded line with no pump alarm. The pump was programmed to deliver a "pain IV fluid with no additives" at an unspecified rate. It was reported that the roller clamp on the tubing was partially closed, resulting in an under-delivery of fluid with no pump alarm. The pump was removed from clinical service. There was no reported adverse effect or injury to the patient. Though requested, there was no additional information available.